Manufacturer narrative:
Review of the most recent repair record determined that the unit had unstable motor speed causing noise. The motor and sleeve were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported hissing noise from hand piece. The event timing was before the surgery outside the operating room. There was no harm or delay reported. During device evaluation, it was discovered that the unit had inconsistent speed. No adverse events were reported as a result of this malfunction,